Manufacturer narrative:
This event is being reported as serious injury due to the reported "infection" with surgical intervention. A review of the device history record for strattice lot sp300149 has been initiated. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
Healthcare professional reported via sales representative that a patient developed "an infection and [strattice] didn¿t incorporate." Patient "was taken back" for revision surgery.